Event description:
During the pta carotid (off label use) procedure, the balloon was used for post-dilation after positioning the stent. After inflating the balloon catheter, and during the retraction, the shaft broke in the middle tract, probably because of premature retraction that happened before complete deflation (as reported by an operator present in the surgery room_ no additional information was available.